Event description:
It was reported that during a procedure, the setscrew of the header was unstable and couldn't be tighten. The pacemaker was replaced, and the surgery was successful. The patient was noted as stable.

Manufacturer narrative:
Analysis revealed that the user/physician used the torque wrench incorrectly during the procedure. The setscrew had been backed completely out of the connector socket by the user/physician. When out of the socket the setscrew falls loose into odd positions where it becomes nearly impossible to re-engage it with the torque wrench. If it can't be engaged, it cannot be put back in the connector socket and cannot be tightened down to secure the lead. This is what occurred during the implant procedure and the lead could not be fixed or tightened in the pacemaker. The problem is related to improper torque wrench use by the user/physician when engaging the setscrew.